Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and that pacing was not delivered when required. This patient underwent a revision procedure and this lead was found to be dislodged. This lead was successfully repositioned. This rv lead remains in service. No additional adverse patient effects were reported.